Manufacturer narrative:
A boston scientific crm technical services consultant confirmed with the caller the pacing percentages which was 47% in the atrium and 90% in the right ventricle. However, the caller stated recently there was a new onset of atrial fibrillation (af). The consultant explanted that the gas gauge rounds up so if the value was 3.6 years remaining, the gas gauge would show greater than 5 years remaining. The consultant also stated that if there is a question of actual value, they could consider a download of the device data which could be reviewed by engineering. A boston scientific crm engineer reviewed the device data which showed the device was in atr fallback. Invalid charge time measurements may cause the programmer to command a battery charge time measurement at initial interrogation during the follow up visit. The programmer may have run a battery charge time measurement and misread the result as 0 which is bol. The engineer recommended the device be interrogated again to see if the gas gauge indicates a level similar to or lower than the result in may. If the result is still bol, a complete memory dump should be performed and sent in for analysis. The patient will return for follow-up at his next regularly scheduled appointment in 6 months. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that in (B)(6) 2010, this pacemaker displayed less than 3.5 years of longevity remaining. However, most recently, it displayed over 5 years of longevity remaining with a battery status of beginning of life (bol).

Event description:
.

Manufacturer narrative:
Six months following this information, the device was explanted for normal battery depletion.